Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2017.

Event description:
It was reported that the patient's right atrial (ra) lead triggered a lead impedance warning for a spike in measurements and a polarity switch occurred. The ra lead also exhibited loss of capture and an increase in thresholds. It was further noted that the patient experienced a cardiac tamponade and a peritoneocentesis was done. The right ventricular (rv) lead triggered a lead impedance warning and a polarity switch occurred. Both leads remain in use. No further patient complications have been reported as a result of this event.